Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller by providing instructions for a pump reset, and after the reset, the error code did not reappear. The caller was able to successfully start their sensor session.